Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 386 mg/dl. The cartridge, infusion tubing and site were changed an a correction bolus was delivered to address the bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.